Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (500 mcg/ml at 166.44 mcg/day) via an implantable infusion pump. It was reported that the patient had an MRI on (B)(6) 2020 and didnot have his pump checked afterwards. Upon interrogation on the day of the call, it was noted the pump had been stalled for 284 hours. The patient was asymptomatic and telemetry state was reviewed. The pump then read that the stall had recovered at the time of interrogation, and telemetry state was confirmed. The issue was resolved and the caller was going to proceed as normal with the refill. It was confirmed the MRI was not related to the device or therapy. No further complications were reported.